Manufacturer narrative:
Results:bd received samples and photo from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor clotting and low volume of citrate with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd vacutainer® citrate tubes had poor clotting and low volume of citrate. No injury or medical intervention.